Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited right atrial noise that was oversensed and resulted in inappropriate automatic mode switch episodes. The device was removed and replaced, and noise was not seen on the new device. The patient was stable post-procedure.